Manufacturer narrative:
Device evaluation: analysis of the returned device identified a creases fold, a curved opening on the radius and device to be underweight. A visual and microscopic analysis was performed which identified a sharp opening on the radius assessed as a surgical impact opening, for the stress mark in the shell. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp opening on radius assessed as a surgical impact opening.

Event description:
Healthcare professional reported a right side rupture. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture.

Event description:
Healthcare professional reported a right side rupture. Device remains implanted.

Event description:
Device was explanted.